Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited unspecified over-sensing. Device was implanted post-expiration date. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Correction: d6a: implant date should be (B)(6) 2022.